Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had developed high thresholds and that during a routine device replacement procedure it was discovered that the lead had dislodged. The lead was explanted and replaced. Additionally, during the device change out the physician was not able to get the torque wrench into the set screw to secure the right ventricular (rv) lead to the cardiac resynchronization therapy defibrillator (crt-d). The device was removed and replaced. No patient complications have been reported as a result of this event.